Manufacturer narrative:
A stryker quality assurance engineer spoke with a representative of the user facility about the event. It was reported that the injury occurred due to the paramedic reaching underneath the safety bar as the cot was being unloaded from the ambulance. When the cot was released, the bar created a pinch/crush point, cutting the paramedics hand. The user facility confirmed the paramedic required stitches as a result of this event. A review of the device operations manual identified that all hands should be kept clear of the safety bar when unloading the cot. The user facility agreed with this information and stated they will be more careful in the future.

Event description:
It was reported that the release handle was sticking causing the user to receive a cut. It was reported that the user required stitches. No patient was affected as a result of this event.

Manufacturer narrative:
It was identified that the alleged issue of the safety bar creating a pinch/crush point and cutting a paramedics hand did not occur with this device. This device was identified to have no defects or injuries associated with it.

Event description:
It was reported that the release handle was sticking.

Event description:
It was reported that the release handle was sticking causing the user to receive a cut. It was reported that the user required stitches. No patient was affected as a result of this event.